Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3008452825-2019-00176, 3008452825-2019-00177, 2182269-2019-00037. During a ventricular tachycardia ablation procedure a pericardial effusion occurred. Access was obtained via transseptal puncture and mapping was completed. Following mapping the ablation catheter was introduced. At this time the patient reported chest pain and tightness. An echocardiogram confirmed an effusion in the pericardium and the patient was transferred to a cardiac surgeon. Heparin was reversed and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.